Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead had high pacing impedance and high capture. The rv lead was explanted and replaced. The patient was stable.

Event description:
New information states the right ventricular (rv) lead has a fracture.

Manufacturer narrative:
Additional information: h6 codes: fracture code has been added.

Manufacturer narrative:
The reported events of high pacing impedance, high threshold and lead fracture were not confirmed. A partial lead was returned in two pieces. Visual and electrical testing did not find any anomalies expect for damage due to procedure. Additional testing was unable to be performed due to condition of returned lead.